Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. Grey bar occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported that during the implant procedure it was observed that the placed implantable cardioverter defibrillator (ICD) was unable to display estimated longevity. It was noted that the technician did not notice the grey bar displayed prior to implant. When testing settings during the implant procedure, the grey bar was observed and longevity could not be determined. It was decided to keep the ICD implanted in the patient and to continue to monitor the device and re-interrogate at another time. The device remains in use. No patient complications have been reported as a result of this event.